Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Evaluation summary we checked the returned product and confirmed that an excessive force applied on the valve. It was non-repair item so that it was replaced with new one. This report is being filed as part of the pentax backlog management plan.

Event description:
Grey knob on top of the valve broken. "The plate with the purple dot on top of the valve has broken off. The pin is still there, but hurts when used." The valves are about 13 month old. There was no report of patient harm. The time of event is unknown.